Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The root cause of the product damage (hole in catheter) was not determined as no product was returned for inspection. B5 updated with additional information d6a and d6b added

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 70-year-old female patient was implanted with an impella cp for mechanical circulatory support. However, blood was noted to be dripping out of the red impella plug. There was no reported patient harm.